Event description:
It was reported that there was a patient that became septic post primary total hip. Dr (B)(6) removed all components and implanted cement spacers due to massive infection.

Manufacturer narrative:
An event regarding infection involving a trident liner was reported. The event was not confirmed. A visual, functional and dimensional inspection could not be performed as the device was not returned. Insufficient information was received for review with a clinical consultant. All devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the reported lot and sterile lot. The exact cause of the event could not be determined because further information is needed. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is a known possible adverse outcome of surgery and is beyond stryker's control.

Event description:
It was reported that there was a patient that became septic post primary total hip. Dr. (B)(6) removed all components and implanted cement spacers due to massive infection.

Manufacturer narrative:
The following other hip devices were also listed in this report: trident psl ha cluster 54mm, cat# 542-11-54f, lot# mmav4j; size 4 accolade ii 132 deg, cat# 6720-0435, lot# 39788103; delta v-40 ceramic head 36/+2,5, cat# 6570-0-536, lot# 42520801; 6.5 cancellous bone screw 30mm, cat# 2030-6530-1, lot# mmdn8r; it cannot be determined which, if any of these devices may have caused or contributed to the patient's infection. An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Device not returned to the manufacturer.